Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was in comm loss with one bed transmitter. The biomedical engineer states that all other beds are functioning properly with no issues. Attempted to use a known functioning transmitter in place of the one monitoring the bed in comm loss, but the issue remains. No patient harm was reported. Service requested/performed: device was cleaned and decontaminated by nihon kohden america repair center (nka rc). The model, serial number and all labels were verified. On rc evaluation, found that all receivers were spiked, reported problem was duplicated, the org was tested and found that all receivers were in signal loss and recommends replacing receiver cards and central processing unit (cpu). Customer declined to have the device repaired, requested to have the device returned as is. Investigation summary: the device was installed at the customer's facility in 2/2015. The cause of the reported issue was due to the age of the receiver cards and cpu board. Due to the age of the device, the root cause of the intermittent communication/signal loss is related to normal wear and tear. A corrective action or preventative action is not warranted. Additional manufacturer narrative: b4: date of this report d10: suspect medical device g3: date received by manufacturer g6: type of report h2: if follow-up, what type? H4: device manufacturer date h6: event problem and evaluation codes h10: additional manufacturer narrative

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was in comm loss with one bed transmitter. The biomedical engineer states that all other beds are functioning properly with no issues. Attempted to use a known functioning transmitter in place of the one monitoring the bed in comm loss, but the issue remains. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was in comm loss with one bed transmitter. The biomedical engineer states that all other beds are functioning properly with no issues. Attempted to use a known functioning transmitter in place of the one monitoring the bed in comm loss, but the issue remains. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Manufacturer references file (B)(4).

Event description:
The biomedical engineer (bme) reported that the multiple patient receiver (org) was in comm loss with one bed transmitter. The biomedical engineer states that all other beds are functioning properly with no issues. Attempted to use a known functioning transmitter in place of the one monitoring the bed in comm loss, but the issue remains. No patient harm was reported.